Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention was being performed on an 80% stenosed, severely calcified and moderately tortuous lesion in the coronary artery. A 2.75 x 24 synergy drug-eluting stent was being used. The physician encountered great resistance when trying to advance the device. It was noted that force was applied in attempt to advance the stent, however it would not cross the lesion. It was noted then, that the stent had been damaged. The device was fully removed from the patient and a 2.5 x 24 synergy drug-eluting stent was used to complete the procedure with no further complication or patient injury.